Event description:
It was reported that during a cystoscopy retrograde ureteroscopy procedure device "shavings" detached inside the patient. The target lesion was in the ureter. A stone cone 3 french 10mm cone had been advanced to treat the target lesion. During the procedure, the physician was "going in and out" of the unspecified sheath with the stone cone device, the cone made "blue shavings" that were left behind in the ureter. The "shavings" were able to be removed by unspecified means. The procedure was able to be completed with this device. There were no pt complications reported with the patient's current condition listed as "fine."

Manufacturer narrative:
The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.